Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).. Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
Medtronic complaint report: (B)(4). Additional information: (B)(4): dypareunia. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Concomitant therapy: avaulta anterior reason for mesh implantation: pelvic organ prolapse, second degree procedure (s) performed: anterior posterior colporrhaphy using mesh avaulta technique with cystoscopy complications post-implant: complained of foul-smelling discharge from vagina, cannot urinate, pain in her left buttock area, dyspareunia, pain, uterine prolapse, pelvic pressure. Additional mesh implant surgery: (B)(6) 2007: underwent laparotomy, supracervical hysterectomy, sacral colpopexy, burch retropubic urethropexy, and cystoscopy for recurrent uterine prolapse under general anesthesia complication post additional mesh (gynemesh) implant: pressure in her lower abdomen, vaginal discharge and itching.